Event description:
Pt underwent placement of heartmate lvad (left ventricular assist device) in 2007. Lvad cannulas secured with bands (cable ties) placed with cable tie tool. Pt taken back to or for chest closure 3 days later. Inflow cannula in good position. After sternum closed and during manipulation of inflow cannula into position using minimal torque, the anesthesiologist noted on transesophageal echocardiography that the inflow cannula appeared malpositioned. Upon further inspection, the surgeon noted that the inflow cannula had dislodged from the intact sewing cuff sutured to the apex of the heart resulting in immediate exsanguination. Surgeon noted that bands had slipped off inflow cannula. Two intact bands found in pt.